Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was acute hypoxic respiratory failure, septic shock, acute respiratory distress syndrome, and end stage renal disease. The caller stated that the customer had kidney failure and the flu that may have led to the customer's passing. The customer¿s blood glucose was 33 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing at the time of hospitalization. The customer was not eating and their health care professional could not bring up their lows. The customer was not using sensors. The caller stated the low blood glucose was caused by kidney failure and the flu. The caller declined to return the insulin pump for analysis.